Event description:
Review of surgical database shows a surgeon comment about the pt on fwb, no follow up, subsequent fall from stairs with injury to operated limb. The fall caused a f/x at the proximal femur which is at the distal end of the im nail. The surgeon indicates exchange nail surgery. No breakage of the nail was noted. No indication of product defect.